Manufacturer narrative:
H10: the technician found that the cause was due to a failure in the motor controller (mc) printed circuit board assembly (pcba). According to the technician, the error will be resolved by replacing the mc pcba. Based on the service manual, the replacement mc pcba should resolve the issue. The investigation concludes that no further action is required at this time. If additional case information is received, the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 indicating that a 111d "motor controller (mc) printed circuit board assembly (pcba) analog to digital converter (adc) failed" error occurred. It was reported that there was no patient involvement at the time the issue was discovered. The customer initially called to technical support to report that when attempting to use the device on a patient, the 111b "35v supply failed" and 1118 "5v supply failed" alarm errors occurred. The manufacturer's product support engineer (pse) evaluated the device and after confirming the reported issue, the pse also discovered that a 111d "mc pcba adc failed" error occurred. The pse found that the cause was due to a failure in the motor controller (mc) printed circuit board assembly (pcba) and stated that the mc pcba needed to be replaced. The investigation is ongoing.

Manufacturer narrative:
The removed mc pcba was returned to the product investigation lab (pil). Visual inspection noted no anomalies. Pil confirmed that the mc pcba adc failed (ec 111d) alarm error and other alarms were triggered due to the fact that the motor control pcba analog to digital converter circuit failed. Although the input voltages were present, the values were not being passed back to the central processing unit for display in diagnostic mode¿s pneumatics screen-- the likely failed component is the analog to digital converter.